Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ due to wear on detection lever, high brightness mode not entered. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the xenon light source had a malfunction with the light down button. The issue occurred during preparation for use for an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.